Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was treated in the wound clinic for infection at the ipg site. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was treated in the wound clinic for infection at the ipg site. No device malfunction was suspected.